Manufacturer narrative:
One 9x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint. Approximately 8mm of the distal threads have been broken off and were not returned for examination. The outer diameter and wall thickness was measured and found to meet print specifications. With the limited clinical details provided regarding graft type, size and tunnel size no root cause can be determined. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that the screw broke during insertion. No patient injuries were reported.